Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an elective replacement indicator (eri) sooner than expected, at 2.61v. The longevity calculation estimated their eri and end of service (eos) at 16.03 months and 19.03 months, respectively. Their electrode impedances were between 790 and 2300 ohms, and their therapy impedance was 875 ohms, 6.332 ma. There was an error message when the hcp was interrogating the ins indicating the "delivered amplitude may be lower than selected amplitude for one or more programs, check electrode impedance, reprogram and reduce the number of active electrodes".the patient's therapy was stable. No patient symptoms or further complications were reported as a result of this event.